Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device information is unknown. Based on the information received, the root cause could not be determined.

Event description:
(Report 2 of 15) in the article " limited intercarpal fusion versus proximal row carpectomy in the treatment of slac or snac wrist, results after 3.5 years " by gvozdenovic, r., et al, the authors compared the postoperative clinical, radiological, and patient-reported functional results between the surgical procedures proximal row carpectomy and limited carpal fusion, in the treatment of scapholunate advanced collapse (slac) and scaphoid nonunion advanced collapse (snac) conditions of the wrist. 15 proximal row carpectomy patients and 45 limited carpal fusion patients were included in the study. Postoperative outcomes were assessed and compared for pain at load, range of motion, grip strength, quick-dash, and satisfaction. Between august 2014 and february 2021, 16 patients underwent the proximal row carpectomy (prc) procedure, and 45 patients were operated on with a limited carpal fusions (lcf) technique due to the development of a slac or snac wrist. In the lcf technique, final luno-capitate arthrodesis was performed with acumed acutrak2 mini screws. Complications in the lcf group were as follows: major reoperations: - 5 patients needing total wrist fusion - 1 patient needing total wrist arthroplasty (twa) - 2 patients needing re-arthrodesis with 2cf minor reoperations: - 3 patients needing carpal tunnel release - 2 patients needing removal of compression screws - 1 patient needing ain/pin neurectomy - 1 patient needing excision of the pisiform there are 15 related report numbers for this event 3025141-2023-00521 through 3025141-2023-00535.